Manufacturer narrative:
Patient identifier unknown / not provided (B)(4). Lot number unknown / not provided.

Event description:
It was reported by the doctor that the driver tip fractured during a procedure. The doctor was able to complete the procedure with another instrument.

Manufacturer narrative:
One narrow hex driver was returned for inspection. The device shows signs of wear consistent with use. The hex tip is confirmed to be fractured and no longer functions. In addition, the fractured piece was returned, and is noted to be plastically deformed in torsion. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Complaint alleges the hex driver was fractured during use. The complaint was confirmed during inspection. A root cause for this complaint could not be determined.